Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise/oversensing. The noise could not be reproduced with isometrics and heavy breathing. The physician elected to cap and replace the lead. The patient tolerated the procedure well and was discharged the same day.